Event description:
It was reported that the merlin.net transmitter exhibited burnt marks on the prongs and no lights turned on. The prongs were replaced and reconnected to the outlet. The device did not power on. No further information was available.

Manufacturer narrative:
Final analysis found burn marks on the main circuit board and chip. The components were burned by a high current flow through the telephone line.